Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged. Customer attempted to charge pump again, with the same supplies, and was able to successfully charge pump. The customer¿s blood glucose was between 54-500 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.